Event description:
The patient was admitted for chest pain and shortness of breath (sob) with history of greenfield filter placed in patient 3 years ago at another hospital. Wire strut broke off and migrated to patient's right ventricle causing cardiac tamponade. Wire strut was removed and saved. The patient's outcome was fine.